Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted ¿he lysed multiple adhesions between the omentum, the bowel and a contracted mesh .¿ it was reported the patient underwent a surgical procedures to remove a large seroma and more mesh material on (B)(6) 2012. It was reported that the patient experienced severe pain, inflammation, bowel obstruction and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/22/2021.

Manufacturer narrative:
Date sent to the FDA: 08/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.